Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed because the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: after an ion endoluminal biopsy procedure, the patient developed a small pneumothorax. The pneumothorax was identified by a routine chest x ray. Initially, the pneumothorax was only several millimeters but later enlarged to about four centimeters. The patient developed shortness of breath and chest pain. A chest tube was placed, and the patient was hospitalized for four days. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that after an ion endoluminal biopsy procedure, the patient developed a small pneumothorax. The pneumothorax was identified by a routine chest x ray. Initially, the pneumothorax was only several millimeters but later enlarged to about four centimeters. The patient developed shortness of breath and chest pain. A chest tube was placed, and the patient was hospitalized for four days. The physician reported that the target tissue was in a difficult position and the surrounding lung structures were emphysematous. The patient was known to have significant chronic obstructive pulmonary disease (copd). The physician does not believe that the ion system, instrument, or accessories caused or contributed to the pneumothorax. The pneumothorax would have likely occurred via other modalities available. There was no allegation of a device malfunction reported.